Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false positive result on two tests. The consumer then had a rapid test performed by a doctor, which came out negative. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "false positive tried 2 tests that came out positive went to the doctor and paid for an actual rapid test which came back negative."

Manufacturer narrative:
Correction: after further review, it was found that this event is a duplicate of MFR# 1119779-2022-00083. Therefore, this complaint will be cancelled.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false positive result on two tests. The consumer then had a rapid test performed by a doctor, which came out negative. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "false positive tried 2 tests that came out positive went to the doctor and paid for an actual rapid test which came back negative".